Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported to the sales rep that, during the procedure, the surgeon noticed during the laparoscopic examination that the suture strands were coming off and splitting into two. Product is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(6). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained via: how many suture strands "were coming off"? One suture was splitting into 2. How many suture strands "split into two"? One. Please provide lot number. I provided the following lot numbers during the call to the complaint dept on friday ¿ it is one of 2 possible lot numbers: 103322 or 1037e0. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. On the call to the complaint dept on friday, they said they would send me the box and shipping label for me to send back the suture in question ¿ they mentioned it may take 2-3 days to receive the box provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). I am the person who is providing you this product complaint information, (B)(6), ethicon wound closure and hemostasis rep. Fyi ¿ (B)(6), who is cc on this thread, is the specialty coordinator in the (B)(6) or to whom you will be sending the replacement suture. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H.3. Investigation summary: the product was returned to ethicon for evaluation. One used needle-suture piece was received for analysis. Product code sxpp1b420. During the initial inspection of the sample, no breakage of the suture was observed. However, split and crimping marks were present on the surface, and the extreme appeared to be cut, likely caused by a surgical instrument. Additionally, body fluids were noted along the length of the suture. Due to the condition of the returned sample, no functional tests could be conducted. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Type of investigation. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 103322. Mfg date: august 28, 2024, exp. Date: july 31, 2026. Batch 1037e0. Mfg date: september 04, 2024, exp. Date: august 31, 2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.